Event description:
A catheter revision was reported. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).